Event description:
It was reported that safety mode was triggered on this pacemaker. Technical services (ts) provided resolution and advised the potential consequences of safety mode. The device was explanted and replaced. No additional adverse patient effects were reported.